Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 1/4" burn hole, caused by a broken thermostat. Conversation with the user revealed that the unit had been used on a rolling massage unit with the pt lying on top of the unit; both practices are contrary to our instructions. It is our conclusion that this report is attributable to a component failure caused by customer misuse of our product. No deaths or injuries were reported.